Manufacturer narrative:
Information contained in this report was previously submitted through psr on 4/22/2019. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported an unknown side rupture. Device has been explanted.